Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "needle is completely breaking off of the syringe when he cleaned it with an alcohol swab to sterilize the needle prior to using."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.